Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic partial resection of small intestine, the first firing could not be done. Only the reload was replaced and firing was completed with the same handle, adapter and shell. There was no patient injury.